Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported one of the surgeon consoles only had one eye working. The isi csr was not able to get the surgeon console serial number during surgery. The isi csr was planning to take a picture of the surgeon console serial number after the case was completed. The isi tse asked isi csr to cycle the system power between cases as well. The live logs were not available. The site was completing the procedure as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter that the surgeon was performing a prostatectomy procedure. The procedure was completed robotically. The operation room had a dual console, so the surgeon switched to another console in the room that was working.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue and replaced the high-resolution stereo viewer (hrsv) monitor to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the hrsv and performed the failure analysis. The monitor was installed on the right side of the printed circuit assembly (pca) test system. Upon power up the system booted up with no issues, except the right eye monitor was dead. No images are being shown on the right eye of the surgeon side console (ssc). The visual inspection showed the hrsv was in good condition. The complaint was confirmed based on the field evaluation and the failure analysis.